Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown.orrection bolus via pump was administered to address the bg level. A correction bolus via pump was administered to address the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to an alternate method for insulin therapy.